Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that the detector is knocked off. The device was in clinical use and there was no harm to patient or user. The field service engineer (fse) performed an analysis and concluded that the detector had been dropped, resulting in damage to the detector cover. Based on the good faith effort conducted with the fse, no heavy shocks were recorded, and log files were unavailable for analysis. As the detector was functioning properly, the fse replaced the damaged skyplate detector cover with a new one, verified performance, and returned the system to clinical use. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the detector is knocked off. The device was in clinical use and there was no patient or user harm. Additional information received that the detector was dropped.